Event description:
The facility reported an infusion pump with a failure code 812:02 which occurred during pt use. The facility's rep stated there was no pt incident or injury reported with this pump since the last baxter service event. Info was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up info and specific pt info, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.